Event description:
It was stated that the patient had been doing well with vns, but was having an increase in seizure clusters. Newer devices were discussed and the physician believed the patient could benefit from upgrade to sentiva. No additional relevant information has been received to date.

Event description:
It was stated through follow up with the physician that the increased seizures were below pre-vns baseline frequencies. The cause of the seizures were unknown and it was believed that the newer vns generator models with the heart rate detection would be beneficial as the patient does not have an aura to help know when to use the magnet. No additional relevant information has been received to date.